Manufacturer narrative:
The pump was received with a severely scratched display window, a cracked reservoir tube lip and a scratched reservoir tube window. No damage/scratch on the lcd glass noted. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were scratches on the screen. The customer stated that there was difficulty reading the screen. The customer's blood glucose was unknown at the time of incident. The customer also reported that the drive support cap was loose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.